Event description:
Siemens was notified via medwatch (medsun) form received on (B)(6) 2014, that a ct01 table top moved into the gantry without command during a CT guided procedure. The emergency button was pressed immediately and there was no harm to the pt.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Siemens' customer service engineer replaced the right and left gantry panels. The table passed all calibration and functionality tests. The system is operational and there have been no other reports of the issue. Considering this, no further corrective action is initiated.